Event description:
Patient was undergoing the placement of a PICC line under moderate sedation. When an attempt was made to remove the guidewire, resistance was met requiring a vascular surgeon to remove it. The wire was noted to be knotted when it was removed.